Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal and the last bolus delivery were recorded (B)(6) 2014. The total daily dose adds up correctly and reflects the users programmed basal rate. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The pump passed a delivery accuracy test successfully and was found to be delivering within required range. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on 03/13/2014 reporting that the patient experienced high blood glucose (bg) levels in the 400¿smg/dl with moderate thirst and frequent urination and the ketones were not checked. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the patient is ten and hormonal changes have not been ruled out and diet cannot be ruled out. The reporter stated that the basal rates were increased after the doctors visit earlier this week. This report is being made due to history settings issue.